Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lobectomy, the device misfired. Another handle and reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led a photographic and physical evaluation of one device. A visual inspection of the returned photo noted the instrument was returned with a reload loaded. The knife bar was herniated from the side of the reload with the jaws unclamped. A visual inspection of the returned product noted the instrument was returned with a reload loaded. The reload was unable to be removed from the instrument, articulated, or retracted. Due to the described condition, functional testing was precluded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.